Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling by themselves. Customer replaced the battery, but the issue persists. Customer's blood glucose is 145 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or menu bars scrolling up noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.